Event description:
It was reported that the vertebral body spacer broke while being inserted. The damaged device was still implanted in the patient, and no revision surgery is planned.

Manufacturer narrative:
The broken device was partially returned and the main part of the device is still implanted. Product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.